Event description:
It was reported that the patient experienced unspecified issues with his ambicor penile prosthesis (app) due to the device was not functioning. The specific issue was not provided. A surgical procedure was performed in which all the components were removed and replaced with a new inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The issue with the previous app was a failure to hold fluid in the cylinder.